Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to resolve reported event. Fse was unable to reproduce the reported event, but during troubleshooting found the tube detect switch was stuck due to debris in the sample detection mechanism. Fse cleaned the sample detection mechanism to enable the switches move freely. Fse successfully completed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual, chapter 7, error messages and flags, states the following: [2013] sample level detection error is generated when the liquid surface cannot be detected even at the bottom of the sample cup or the blood sample tube. Solution: contact the service department. The most probable cause of the reported event was due to tube detect switch stuck due to debris in the sample detection mechanism.

Event description:
A customer reported getting error message 2013 "sample level detection error" during quality control (qc) run on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to add more control materials and run, but error persisted. Tss then instructed customer to attempt running a sample cup and precision study, error persisted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.